Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display device screen had "???" Displayed for over 1 hour and patient experienced a loss of consciousness. Patient reported that at 5:30 pm, patient was in a car at a restaurant drive-through when she passed out. Patient's partner treated patient with 10 to 20 glucose tablets. Patient woke up. Patient did not go to hospital. Later that day, patient was watching television at 9:30 pm with her partner when she lost consciousness. Patient's partner treated patient with 15 tablets of glucose. Patient woke up. Patient did not go to hospital. Patient alleges that she passed out due to not getting blood glucose (bg) readings because of the "???" Display. At time of contact, patient is stable. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.